Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility biomedical technician reported that a custom combi set was not circulating saline properly. Upon follow up the biomedical technician stated that the custom combi set experienced a blockage of blood flow during the patient¿s treatment. The blood was unable to be returned to the patient. The amount of blood loss was reported to be minimal. The patient was moved to a different machine to complete treatment. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was discarded and are not available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.